Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported problem. The pump was requested back to the manufacturer site for investigation. Functional tests and read-out analysis did not confirm the reported failure. Motor control and processor board will be replaced as precaution.

Event description:
Livanova (B)(4) received a report that a s5 roller pump was giving a motor control error during priming. The user restarted the pump but this did not solve the issue. There was no patient involvement.